Event description:
The facility reported a constant occlusion alarm, which occurred in the emergency room during programming/set-up. This event may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump experiencing "occlusion all the time" was confirmed and duplicated by baxter quality engineering. This condition was caused by the pump's door assembly being cracked in the latch area. The door assembly was repaired to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.